Event description:
It was reported when using the bd pyxis medstation es system had slowness in login, preventing user from removing the required medication and causing delays. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined the station slowness. A field service engineer checked for damage cables and configured network settings. Found multiple universal serial bus port with power management and restarted the station to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.